Manufacturer narrative:
Batch review performed on 29 july 2025. Gmk-sphere 02.12.3d34r gmk 3dmetal tibial tray size t3i4r (k221850) lot. 2432770: (B)(4) items manufactured and released on 24-feb-2025. Expiration date: 06-feb-2030. No anomalies were found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional component involved: gmk-sphere 02.12.e0411fr gmk-sphere tibial insert e-cross - flex 4r - 11mm (k202022) lot. 2425473: (B)(4) items manufactured and released on 31-oct-2024. Expiration date: 15-oct-2029. No anomalies were found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Conclusions: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
Fourteen (14) days after the primary surgery, the patient reported instability and discomfort, with an unknown cause. The surgeon found the tibia to be soft and collapsed due to osteopenic bone. A tibial revision was performed, and the insert was upsized from 11mm to 14mm to address the instability. The surgery was successful.